Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer found the matrix drawer below tray was jammed against drawer 7 and moved the tray into drawer 8 correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.